Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure into a patient with a medtronic surgical valve, the valve was deployed to 80% and the valve was constrained. A full recapture was performed and the valve was brought into the ascending aorta. The valve was deployed a second time to 80% to expand the valve. The valve was recaptured again and the valve was re-introduced into the annulus. A third deployment attempt to 80% was performed and the valve was too deep below the surgical ring. The valve was partially recaptured. The fourth deployment to 80% was too shallow on the surgical valve. A full recapture was performed. The fifth and final deployment attempt had the valve land at 1 mm below the surgical ring. The patient's pre-existing right bundle branch block (rbbb) remained at the end of the procedure. Additional information was received that after the first deployment, the valve was constrained. The cause was undetermined but it was hypothesized that it was due to the surgical valve. Due to concern that the valve was infolded following the first recapture, it was decided to re-deploy the valve hoping to mechanically expand and remove any infolds. No infolds were observed on the second deployment, and the valve did not look as constrained.

Event description:
Additional information was received that the valve was not mis-loaded.

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013168838); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0013071599); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure into a patient with a medtronic surgical valve, the valve was deployed to 80% and the valve was constrained. A full recapture was performed and the valve was brought into the ascending aorta. The valve was deployed a second time to 80% to expand the valve. The valve was recaptured again and the valve was re-introduced into the annulus. A third deployment attempt to 80% was performed and the valve was too deep below the surgical ring. The valve was partially recaptured. The fourth deployment to 80% was too shallow on the surgical valve. A full recapture was performed. The fifth and final deployment attempt had the valve land at 1 mm below the surgical ring. The patient's pre-existing right bundle branch block (rbbb) remained at the end of the procedure.